Event description:
The customer received a blood glucose reading of 90mg/dl on the contour meter, re-tested on the contour next ez meter and the reading was 199mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Strip information was not provided. Strips are to be returned for evaluation. Replacement meter and strips were sent.